Event description:
It was reported that a patient underwent a surgical procedure for trauma (motorcycle accident) on (B)(6) 2010 and suture was used. The needle broke in the liver while pulling out the suture. Due to the potential increased trauma to the liver required to find and remove the needle, a decision was made to leave the needle fragment behind and remove it at a later date. Approximately 1/3 of swage end of the needle was removed and 2/3 remained in patient.

Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.